Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. The complainant was unable to report the device lot number; therefore, the manufacture and expiration date is unknown. (B)(4). A visual examination of the complaint device revealed the device did not have any visual defects. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge, but none of them showed abnormalities. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole found at the proximal shoulder on the balloon. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose such as; the interaction between the scope and the device, and/or the manner as the device was handled. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the papilla during a dilatation procedure performed on an unknown date. According to the complainant, during the procedure, the balloon was attempted to be inflated; however, the balloon would not apply pressure at over 2 atm. Reportedly, the balloon was checked outside of the patient's body and a leak of water was noted. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of the event. Investigation results revealed the balloon found a pinhole; therefore, this is now an MDR reportable event.